Event description:
Toothbrush head will not stay on the toothbrush itself - oral-b [device breakage] head doesn't go down any further than that [...] A big gap - oral-b [device physical property issue]. Case narrative: female consumer reported via phone that the oral-b ultimate clean toothbrush head would not stay on the oral-b io6 toothbrush handle, type 3753. No injury was reported. 16-sep-2024 follow-up via phone: consumer reported that the oral-b toothbrush head would not go down any further on the oral-b toothbrush handle and there was a big gap. No injury was reported. 24-sep-2024 case update via information initially learned on 16-sep-2024 via follow-up: the suspect product was confirmed to be oral-b power oral care refills io series ultimate brush set 1ct. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3753. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.